Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 45 mg/dl, and the meter bg reading was over 600 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 649 mg/dl. Customer called paramedics and was transported to the hospital. Customer was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.